Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the coil resistance/break was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There were issues that resulted in the damage that was found; it is believed that the damage was caused by stuck inside the hub.

Event description:
Medtronic received a report that an axium coil encountered resistance in the catheter hub. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for arteriovenous malformation or arteriovenous fistula. The blood flow was normal and vessel tortuosity was strong. The axium coil was used in the d-avf tve. The target vessel was tss. The use of the product was planned based on sl-10. The axium coil was stuck inside the hub and at that time, it was broken. The procedure was continued after switching to a different product and the procedure was completed successfully. The coil came out smoothly extend from the introducer sheath. It was unknown if the catheter was damaged. The coil system was not damaged. There were no patient symptoms or complications associated with this event. Ancillary devices: sl-10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.